Event description:
On 12/8/2021, it was reported by a sales representative via sems that ar-13997mf scorpion has a broken tip. This was discovered during a procedure on (B)(6) 2021.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed, no component or fragment broke off from the device. It was however found that the jaw is not actuated by the trigger and the trigger is stuck, indicating the internal mechanism is broken. The cause is undetermined, however a likely cause is user-applied mechanical forces.